Manufacturer narrative:
This supplemental report #1 updates the following section: d10,g4,g7,h2,h3,h4,h6 and h10. The returned tb-0535fcs (lot#kr862118) was evaluated for ¿teflon pad burnt¿ issue. The device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is burnt at the top section and a piece missing with metal exposed observed. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the damage teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The manufacturer was informed that during an unspecified therapeutic procedure, the teflon pad of the device partially burned. The intended procedure was completed with a new handpiece device. No other equipment was replaced during procedure. No patient injury reported. The doctor was performing a seal and cut during procedure. No device fragment fell inside the patient. No patient bleeding caused by this event. The visual damage was that the melted teflon pad. Very little metal exposed on the device jaw. The generator settings were 2:1. The connection points to the generator were inspected and no cable damage was observed. The physician is experienced in using this device.